Manufacturer narrative:
Device evaluation summary: the reported issue that the battery said it was fully charged but when it was connected to the power it used up the battery instead was verified during service. The service technician powered on the bio console and confirmed that it passed the self-test without errors. Observed that the back-up batteries were half depleted and did not charge when the bio console was connected to the main power. Measured the output on the power supply and confirmed that the output voltage was too low and out of range. Checked the current load for the back-up batteries and observed that they could not be charged. It was confirmed that the power supply was defective. Errors 19, 21, 37, 68 occurred in the error log. The issue was resolved by replacing the power supply 28v. Preventive maintenance was performed per specifications. H.6: update to annex a, annex b, annex c and annex d codes. Additional codes: update to annex g. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: the instrument was used to complete the procedure additional info b5: medtronic received additional information that no hand crank was used. The procedure was completed with the battery in use, and there was no replacement of the pump medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 instrument's battery said it was fully charged but when it was connected to power it used up the battery instead.the use of the instrument was unknown. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h4 (device mfg date): this date has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.